Manufacturer narrative:
Vyaire medical file identification: com- (B)(4). H3: 81 other ¿ the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, repair history reveals that the last time a similar issue occurred, a turbine pcb was recommended for replacement. Although the vent passed the leak test, it was suggested that all xdcrs be calibrated to ensure that none were malfunctioning. The customer was instructed that the next step would be to test the turbine, as it appeared to be stuck in normal functioning mode. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator goes into vent inop state and a large amount of air flows from the flow sensor. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the issue through the events log and duplicated during functional check. Transducer pt800 has failed. This is a known issue that has since been addressed with CAPA-000000281. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.